Event description:
Clinic notes dated (B)(6) 2012 note that since the patient's symptoms have worsened and the patient has had an increased frequency of breakthrough seizures. The vns device was tested and revealed that the generator is at near end of service and not stimulating per the physician. The physician referred the patient to a surgeon for a generator replacement surgery on (B)(6) 2012 and increased one of his medications. A programming history review was performed and no anomalies were observed. Follow up with the physician's office found that the increase in seizures was first observed on (B)(6) 2012. The patient was said to have multiple seizure types, all of which were increasing. No diagnostic data was available, however the physician attributed the increase in seizures to a depleted battery. The increase in seizures was said to be above pre-vns baseline levels and it was noted that vns had been decreasing the patient's seizures remarkably until the current battery-related increase. No additional information was provided. At this time the battery status of the generator has not been confirmed. Attempts will be made for product return once surgery is performed.

Event description:
The patient underwent a replacement surgery on (B)(6), 2012 due to battery depletion with the near end of service flag marked "no". The product was returned on (B)(6), 2012 and is pending product analysis.

Event description:
Product analysis of the explanted generator found no anomalies. The output was disabled as received due to end-of-service (pulse disabled). Summary below: visual examination performed at the bench revealed scratches on the generator can. These scratches are most likely associated with manipulation of the device during the explant procedure, as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc). No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. No internal visual anomalies were identified after the can was opened. An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator. The battery is depleted, 2.163 volts as measured with the can removed and battery still attached to the pcb. In addition, during a diagnostic test attempt, the voltage dropped to 1.941 volts, which shows that the battery is depleted when the device attempts to enter a functional mode. The data in the diagaccumconsumed memory locations revealed that 117.111% of the battery had been consumed. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications.